Event description:
It was further reported that in (b)(6 2010, post procedure residual stenosis was 0% with timi iii flow. The patient received a peri-procedural loading dose of the thienopyridine medication prasugrel 60mg. The next day, the patient received the study medication maintenance dose of prasugrel 10mg and was started on aspirin 325mg. The patient was discharged the same day.

Event description:
It was further reported that post coronary stenting treatment procedure, stent thrombosis and myocardial infarction occurred.

Event description:
(B)(6) clinical study.it was reported that post coronary stenting treatment procedure, target vessel revascularization was performed.on an unknown date, the subject had a 2.25 x 20mm taxus liberte stent placed in the first diagonal.in (B)(6) 2012, the subject had angiography. Revascularization of the first diagonal was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
If implanted, give date - corrected from (B)(6) 2012 to (B)(6) 2010. (B)(4).